Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test and rewind test. The insulin pump alarmed prime during basic occlusion test due to cracked end cap noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump was squirting out of their insulin pump. The customer's blood glucose level was 289 mg/dl. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.